Event description:
Staff attempted to obtain a pulse oximeter reading and error message came up, "system failure" and "battery life low." We switched batteries and error message still came up, "system failure." No other pulse ox available for baby to use, no harm noted. Provider gave mother the option to transfer to ed (emergency department) or return home. Ed precautions given and mother took infant home.